Manufacturer narrative:
Correction: section h6: the correct component code should have been patient lead.

Event description:
It was reported that an asymptomatic patient presented with their right atrial (ra) lead exhibiting loss of capture. The lead was capped and replaced on (B)(6) 2025 to address the issue. Patient was stable.